Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l4/5/ posterior lumbar interbody fusion (plif) therapy for lumbar canal stenosis (lcs) at l4/5/s. It was reported that after inserting the screws at each level, the axis was checked with a 1.5 k-wire, and cement was filled. However, cement leaked from the fitting area between the tip and screw head on both sides of s1. There was a delay of less than 60 minutes in overall procedure time. There was no patient symptoms reported and there were no particular problems with the bone filler device. There were no further complications reported regarding the event.

Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.